Event description:
During preventative maintenance of the device, the field svc rep reported that the battery cable connector was broken. Since the event occurred during preventative maintenance, there was no pt involvement during this event.